Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose over 600 mg/dl. The customer treated with manual injection. It was also reported that the sensor was not reading. During troubleshooting, it was found that the sensor was bent and had come off. The customer declined troubleshooting for high blood glucose. The sensor will be returned for analysis. The insulin pump will not return for analysis.